Manufacturer narrative:
This MDR is being submitted as part of service and repair remediation activities associated with CAPA (B)(4). The device was returned to the manufacturer for service and repair. The unit was cleaned per protocol. It was noted upon inspection that the returned unit did not meet all specific functional tests. Unit received with the 80# torque knob, missing a washer: the rocker arm is loose and needs to be shimmed; the basse face plate is pulling away from the base: general maintenance and cleaning required. . A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances related to the reported failure.

Event description:
The user facility returned the a2002 mayfield radiolucent skull clamp for service and repair because the "rocker arm is loose¿.